Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable broke at the connection. The black connector came off the end of cord. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable broke at the connection. The black connector came off the end of cord. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). This is a reusable OEM device; therefore, a lot/serial history review was not applicable. A lot/serial number was not provided and the specific product lot/serial number cannot be identified from a ship history, therefore it is impossible to obtain a certificate of conformance. The hp2 extension cable device was returned to the factory for evaluation. Signs of clinical use and no evidence of blood were observed. A visual inspection was conducted. It was observed that one of the connecter collars was detached/broken off from the extension cable, leaving the inner component exposed. Both the extension cable and connector was returned for evaluation. Based on the return condition of the device and the results of the investigation, the reported complaint was confirmed for the reported failure mode "break; cord".

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 extension cable broke at the connection. The black connector came off the end of cord. A replacement device was used to complete the procedure. The hospital did not report any patient effects.